Manufacturer narrative:
One opened knife sample was received by manufacturing. The sample was examined per facility procedure and was found to be visually nonconforming with a damaged tip and cutting edge. Penetration and sharpness testing was not performed due the damaged condition of the sample. The complaint lot number was identified. A review of the related device history records (DHR) has been performed and no anomalies were found. The product was released according to the manufacturer's acceptance criteria. A complaint history examination indicates that one additional complaint was associated with the reported lot. How the returned blade became damaged cannot be determined from the evaluation. The damage to the returned sample is consistent with damage that can occur when the blade contacts a hard surface such as the protective blade tray when the product is improperly removed or inserted after use, from improper handling or from contact with another instrument during surgery or set-up. (B)(4).

Manufacturer narrative:
No sample has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Any defects, such as damaged tips and cutting edges, are removed from the lot and scrapped. Sharpness testing is performed and monitored during the finishing process to ensure the sharpness of the product. Additional information has been requested. (B)(4).

Event description:
A nurse reported that a dull knife was experienced during surgery. An alternate knife was obtained in order to complete the procedure. There was no harm to the patient. Additional information has been requested.